Event description:
After an approximately 2 hour surgical procedure the surgical drape was removed. The patient had a red abrasion where his skin was exposed to the adhesive on the surgical drape. The operating room staff reports that this has been a recent issue since switching to medline drapes but this is the only incident for which we saved identifying information for the product in question.